Event description:
It was reported that the right ventricular (rv) lead dislodged. The physician elected to reposition the lead to resolve the event and the patient was stable with no adverse consequences.